Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of loss of consciousness.

Event description:
It was reported that a sensor error occurred. The sensor was inserted into the arm on (B)(6) 2024 . The patient experienced a sensor error which occurred the day of sensor insertion into the arm. On (B)(6) 2024 , the patient stated she had received a sensor error but could not recall how long she was without continuous glucose monitoring values before becoming symptomatic. Around midnight, the patient reported losing consciousness. The patient lived alone and woke up on her own around 10am the following morning. The patient did not call or seek assistance from a higher level of care. The patient replaced her sensor. The patient did not provide herself with any other medication or treatment. The patient was ¿okay¿ at the time of report. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.